Manufacturer narrative:
Additional information: section h imdrf annex codes: correction: section d medical device model, medical device catalog #, concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the new orders and patients not crossing to multiple station. A technical support specialist restarted all communication/messaging services to resolve the issue. The message queue drained from ssms. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, all new orders and patients not crossing to multiple stations. User unable to provide the sample of patients now as he is currently offsite. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ es server, all new orders and patients not crossing to multiple stations. User unable to provide the sample of patients now as he is currently offsite.a customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.